Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro (bipolar) esu device to dissect a leg vein during an emergency CABG surgery, staff smelled smoke, and visualized smoke coming out of the chest (heart). They retracted the hemopro into its hub and removed it from the patient. The device was sizzling, despite the fact that it was not activated. There were no visible injuries to the patient (vein or tissue). Diagnosed with non stemi, taken urgently to the cath lab, severely calcified lad, pci attempted, but complicated by dissection of the left main. She was taken for emergent CABG, arresting multiple times before surgery. Postoperatively, the patient was reopened for cardiac tamponade, ultimately expired the following day.

Manufacturer narrative:
Please disregard the previous entry. Both the cannula and hemopro were returned for evaluation. The hemopro tool was returned partially inserted inside the cannula. There were signs of clinical use and evidence of blood. A fair amount of force was used to remove the hemopro from the cannula. The silicone insulation on both jaws of the hemopro was completely detached once removed. Heavy char and tissue buildup was observed between the heating element and the hot jaw. There were no visual nonconformance with the heater wire. Once the hemopro tool was removed charred gray and black bits fell from the inside of the cannula. These pieces were observed under microcopy and identified as pieces of silicone from the jaws. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. A second investigator tested the device with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The heat shrink was removed from the switch terminals to measure the electrical continuity of the circuit. The connections between the jaws to the pigtail, the jaws to the switch and the switch the to pigtail were measured; continuity was measure between each connection. We were unable to observe any electrical issues for the complaint unit during our testing. The cannula was evaluated. The slider was extended and it was observed that the scope wash tube was bent in the area closest to the c-ring cradle. The device was broken and detached from its base inside the cannula. The tube remained attached to the cannula due to the presence of the retention rib. No missing pieces were observed to the tube. The edge of the tube showed a sharp smooth break. No melting of the plastic tube was observed. Therefore it can be concluded that the device was not cut by the cautery tool. The handle of the cannula was disassembled and the inner lumen of the cannula was removed and observed. Both the left and right lumens were burned. The plastic was melted and charred in the area of the burn. The silicone insulation from the hemopro jaw was melted into the plastic of the cannula lumen. No other nonconformance were observed to the cannula. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro (bipolar) esu device to dissect a leg vein during an emergency CABG surgery, staff smelled smoke, and visualized smoke coming out of the chest (heart). They retracted the hemopro into its hub and removed it from the patient. The device was sizzling, despite the fact that it was not activated. There were no visible injuries to the patient (vein or tissue). Diagnosed with non stemi, taken urgently to the cath lab, severely calcified lad, pci attempted, but complicated by dissection of the left main. She was taken for emergent CABG, arresting multiple times before surgery. Postoperatively, the patient was reopened for cardiac tamponade, ultimately expired the following day.